Event description:
The pump was returned for investigation. Investigation revealed that the display is dim and reddish. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display is dim and reddish. There was no moisture observed in the display, passed leak test, pump was opened and no moisture was found internally. Initial reporter: (B)(6).